Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported while wearing the adc device. The customer experienced a skin infection with symptoms described as swelling and warmth at sensor site. Customer had contact with a healthcare professional who prescribed antibiotic (cefzon 100mg) as treatment. No further information was provided.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage observed on sensor patch and no issues were observed with the adhesive. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Reported sensor was returned. Sections d9, g3, h3. H6 and h10 were updated to reflect the investigation of returned sensor.

Event description:
An adverse skin reaction was reported while wearing the adc device. The customer experienced a skin infection with symptoms described as swelling and warmth at sensor site. Customer had contact with a healthcare professional who prescribed antibiotic (cefzon 100mg) as treatment. No further information was provided.

Manufacturer narrative:
Sensor (B)(6) patch and no issues were observed with the adhesive. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h6, h10 was updated to reflect the investigation of returned sensor.

Event description:
An adverse skin reaction was reported while wearing the adc device. The customer experienced a skin infection with symptoms described as swelling and warmth at sensor site. Customer had contact with a healthcare professional who prescribed antibiotic (cefzon 100mg) as treatment. No further information was provided.